Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse was able to verify the error by observing multiple fault code 59 entries in the fault logs. The fse additionally found a vacuum leak in drive manifold assembly. To remediate this, the fse replaced the cable assy,fan,70mm 6 x2 and drive manifold assembly. The unit passed all functional and safety tests then returned unit back to customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. Fat wayne, nj. Parts were received with a reported failure of a code 59, error fan failure, and a vacuum leak in the drive manifold. The fat performed a visual inspection and found one cable assy,fan,70mm 6 x2 had corrosion on it. Installed and would not function. Possible cause could be saline damage due to a user operational context. The fat installed the other parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Drive manifold assembly failed the vacuum leak portion of the test with differential pressure at 26mmhg. The second part had no failure confirmed. The most probable root cause per the dfmea is component reliability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by customer, that the cardiosave intra-aortic balloon pump (iabp) had fan error message on display. No patient involvement.